Manufacturer narrative:
The complaint allegation that the pump is noisy is confirmed. The complaint allegation of overpressure is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6410 lot# 73988853, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 44 minutes with no changes in pressure observed. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2022. Refer to investigation photos.

Event description:
On 07/10/2024, it was reported by a sales representative via (B)(4) that an ar-6480 pump is noisy and rotating at a high speed. This occurred during use in a case the patient suffered an extravasation event due to the overpressure. The customer aborted the case immediately. They were able to rectify the issue with the patient, and the patient is reported to be fine. Outcome: as a result of the malfunction, the patient's leg became filled with fluid because the device did not detect the pressure point and continued operating at a high speed. Procedure was an arthroscopic btb acl repair. It was aborted before any major portion of the case could be performed. Per the rn in the room the pump was set to the knee setting which is 35. Yes, extravasation did occur but the fluid was not removed. It reabsorbed. The patient was admitted overnight for observation and was discharged the next day with no signs of compartment syndrome. Recovery has been uneventful.